Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. There was evidence that the device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the directions for use states that the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. However, it was specified that the device was used for peripheral angioplasty. (B)(4).

Event description:
It was reported that balloon detachment occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the superficial femoral artery (sfa). During a peripheral angioplasty intervention at a patient in haemorrhagic shock, a 16-4/5.8/120 xxl¿ esophageal balloon catheter was advanced to dilate the lesion. However, when the balloon was withdrawn, the balloon got severed and the distal marker remained attached to the guide wire. The physician tried to recover the device using an introducer sheath but was unsuccessful. Removal attempts were stopped and thoracotomy was scheduled. No further patient complications were reported.